Manufacturer narrative:
As reported in a research article, robot-assisted surgical treatment of caseoma. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: robot-assisted surgical treatment of caseoma.

Event description:
The article, "robot-assisted surgical treatment of caseoma", was reviewed. The article presented a case study of a 59-year-old male patient with coronary artery disease, kidney failure, and history of hemodialysis. It was reported that on an unknown date, a 21mm unknown st. Jude mechanical valve was chosen for mitral valve replacement implant. Two-weeks post-procedure, the patient was re-admitted for mitral valve reoperation following reports of shortness of breath and failure to wean from ventilation associated from severe valve size-body mass mismatch. Robot-assisted redo mitral valve surgery with annular decalcification and enlargement was performed. The 21mm mechanical valve was explanted and replaced with a 27mm unknown st. Jude mechanical valve following aggressive calcium debridement. It was also noted clinically significant caseous liquefaction was found, and debris was irrigated and removed. Transesophageal echocardiography confirmed good mechanical valve position and function, with no paravalvular leakage. The patient was discharged on post-operative day 19 following interventional procedure. [The primary and corresponding author was kenneth liao, division of cardiothoracic transplantation and circulatory support, baylor college of medicine, houston, texas, with corresponding email: kenneth.liao@bcm.edu].